Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Entering cardiac output (impella cp with smart assist). Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During the impella insertion, the aortic cannula was pulled out of the aorta. Insertion of impella was paused and focus was put on crashing back on bypass and reclamping the aorta. It was noted that the patient was losing a significant amount of blood. Once the patient was back on bypass and the new cannula was secure, the insertion of the impella was continued. During this time, there was verbal confirmation in the room that the wire was out. When the pump was started, there was a ¿pump stopped¿ alarm and asked if wire was out. The response was it is now. The pump was restarted and the alarm was resolved. The patient continued on support and was slowly weaned and explanted. The patients outcome is stable.

Manufacturer narrative:
H6 medical device problem code 3009 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29350.

Manufacturer narrative:
The pump was not returned for investigation. The data log shows that the pump stopped at the start of the case but was able to restart and ran as expected. According to the clinical notes, the wire was not pulled out during the temporary pump stop. The cause of the temporary pump stop issue was most likely use related to removal of guidewire before start the pump, based on given clinical details. The cause of the access site issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the positioning issue was most likely use related since it was it was accidently pulled in aorta.

Manufacturer narrative:
The pump was not returned for investigation. The data log shows that the pump stopped at the start of the case but was able to restart and ran as expected. According to the clinical notes, the wire was not pulled out during the temporary pump stop. The cause of the temporary pump stop issue was most likely use related to removal of guidewire before start the pump, based on given clinical details. The cause of the access site issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the positioning issue was most likely use related since it was it was accidently pulled in aorta.